Event description:
It was reported that the patient inadvertently over-treated hypoglycemia with biscuit and gravy, which resulted in hyperglycemia to 253 mg/dl with rapid upward trend while using the ilet system. The patient planned to allow medication to take effect and to determine if a factory reset was necessary. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with no alerts or alarms and no need for medical intervention. Investigation included customer interview and product-use review. Investigation of this case revealed patient overtreatment of hypoglycemia leading to rebound hyperglycemia. It was concluded that the device functioned as expected and that the event was related to user management of hypoglycemia rather than a device malfunction.